Manufacturer narrative:
Percutaneous lead repair was reported under MFR# 2916596201805503. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low speed advisories, pump stops and red heart alarms were observed. Analysis of the log file was requested by the vad coordinator. Manufacturer's technical services reviewed the submitted log files and confirmed about 16 pump stops and 6 low speed advisories between (B)(6) and (B)(6) 2019. The speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead, and appeared to occur on both power module and batteries. The patient was using an ungrounded patient cable. The low speed advisories and pump stops are indicative of a 'phase to phase' short / driveline issue. Another pump stop was observed on (B)(6) 2019 through log file. The patient had a computed tomography scan of abdomen and the pump was involved with the abdominal organs. A full length repair was performed previously so a second external driveline repair was not possible. Patient was scheduled for a pump exchange to another manufacturer pump on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed the report of low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file data showed that multiple intermittent low speed/pump stoppage events were captured on 02oct2019 and 04oct2019, resulting in low speed advisory/hazard and low flow hazard alarms. The interruptions in pump function occurred while the patient was operating on both the power module and battery power. Of note, the patient was reportedly using an ungrounded patient cable at the time of the reported event due to a prior unsuccessful distal end driveline replacement in november 2018. The low speed/pump stoppage events recorded in the log file data appeared consistent with potential driveline wire damage; however, the suspected driveline wire damage could not be confirmed as the device was not returned for evaluation. Technical services personnel communicated to the customer that there was not enough room between the patient's exit site and the prior distal end driveline replacement site for a second distal end driveline replacement to be performed. Information provided indicated that the patient would undergo a pump exchange to another manufacturer¿s device on 10oct2019. Multiple attempts to obtain additional information regarding the patient¿s status as well as multiple inquiries regarding the return of any products associated with the event were issued to the customer; however, no additional information was provided and vad-60763 has not been returned to date. The complaint file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.